Manufacturer narrative:
Reviewed production records for lot. No pattern related to irradiation dose lot or device lot was noted. Confirmed labeling included cautions regarding pin site care.

Event description:
Patient, with 'chronic pain issues from ctr', had surgery to install the digit widget external fixation system. Physician reported, "pins loosened and required removal." "No evidence of infection. He did have increasing pain and was started on abx for possible pin tract infection."